Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for battery out limit and the buttons were unresponsive. Scrolling anomaly without input was observed. Blood glucose reading was 49 mg/dl. The insulin pump had been worn in the bra. Advised that the insulin pump will be replaced. Nothing further reported.